Event description:
It was reported that the laparoscope, gynecologic had an unclear image. The issue was found during a service and maintenance. There were no reports of patient harm.

Manufacturer narrative:
E1 full name (initial reporter establishment name) - (B)(6) hospital. E1 full name (address 1) - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; g3; h2; h3; h6 and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.